Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumocorp., (manufacturer). Exemption number: e2015056.investigation: the whole blood collection set was not available for return for evaluation.the manufacturing records, test records, and inspection records were reviewed forabnormalitiesand none were found. The records regarding the particulate removal rates of the filtermembranes were reviewed. All membranes conformed to established specification. Shippingtesting was performed on the reserve samples from the reported lot number. The reservesamples were also visually examined and the solution volume and solution composition weretestedwith no abnormalities noted.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. Based on the investigation results of the reported lot number, noabnormalities were noted in the manufacturing record or testing and inspection record.as an increase of wbc contamination complaints were noted from previous lot number, furtherinvestigation was performed. Investigation results indicated that the cause of higher-thanexpected wbc content in the whole blood product was due to the maximum pore size of thefilter membrane is likely to increase according to the combination of multiple parameters inmanufacture of leukoreduction filter membranes and wbc contamination is likely to occurfrequently in the product lots of which the maximum pore size of the filter membrane hasincreased.corrective action: an internal CAPA has been initiated to review the combination of themultiple parameters suggested the tendency of the increase in the maximum pore size of thefiltermembrane. Manufacturing specifications were updated to narrow the range of the parametersinmanufacture of filter membranes and it was confirmed that the appropriate level of themaximumpore size of the filter membrane was achieved.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.